Event description:
The bd q-syte device aspirated air during connection to the dialysis line.

Manufacturer narrative:
Thirteen, unused, representative units were received for evaluation (B)(6) 2011. Additional information regarding this incident has been requested. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).